Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the therapy and ECG electrodes. The irritation was described as red and raised with some blisters and broken skin. During a follow-up call it was reported that the patient's doctor had changed the patient's medications and the rash had improved since the change was made. Reporting out of caution as it is unclear if the change in medications is related to the lifevest.